Event description:
It was reported that during an unspecified gastro-intestinal (gi) dilatation procedure, a balloon rupture occurred. The lesion was located in the esophagus, however, which portion of the esophagus is unk. The cre 12mm x 15mm balloon dilatation catheter was advanced to the lesion and inflated to 3atms for approx 1 minute on the first inflation. On the second inflation, the balloon was inflated to 4.5atms for 1 minute. On the third inflation, the balloon ruptured at 8atms. The device was removed and the procedure was completed with a different device. No pt injuries or complications were reported. The pt's status is reported as "good".